Event description:
Consumer stated: these work well at first, but they quickly become loose and won¿t stay attached to the toothbrush. One of them also had one of the sections of bristle come loose. No contact info provided, no lot number.